Event description:
The customer reported the ventilator was alarming due to a pressure sensors autozero failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable. The biomedical engineer reported the data acquisition pcb board was replaced and the cable was reseated and the reported problem was resolved. The biomedical engineer reported the device is back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Cable was reseated.